Event description:
It was reported that the infusion set was leaking at the headset.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like, or similar to a product marketed in the united states. Roche requested the customer's material without success.